Manufacturer narrative:
The device is available for eval. However it has not yet reached the manufacturing site for investigation. A follow-up report will be filed once the investigation is complete.

Event description:
It was reported by the customer that some black powder was observed inside the attachment. The customer claimed that infections were noted when the device was used. Further communication with the customer is anticipated. There was no reported medical intervention associated with this event.